Manufacturer narrative:
The insulin pump passed the self test. No missing segments or partial display was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a box of defective infusion sets. He stated that the cannulas bent or broke. He also reported a partial display. The blood glucose reading was 218 mg/dl. He stated that the insulin pump was bumped due to being in his pocket because the belt clips kept breaking. Nothing further was reported.